Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) was "high"; although specific value was not provided. A correction bolus was delivered and a manual injection was given to address bg. Customer changed pump supplies to address the issue. It was also reported that the pump shut off unexpectedly. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.